Event description:
Caller reports patient 5.5 inr on the coaguchek s system and 3.32 inr on a comparison lab. Coumadin was held based on the device result. No adverse event reported. Requested return of suspect device and replacement sent.